Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after the patient was transferred from the operating room, the patient had low peripheral oxygen saturation and rhonchi were heard in the throat. Blood gas analysis showed a partial pressure of oxygen of 41 mmhg. To improve the patient¿s ventilation and oxygenation, endotracheal intubation was performed. When the nurse performed suction care, there was obvious resistance after the suction catheter entered the endotracheal tube. The peripheral oxygen saturation decreased to 88%, and the ventilator tidal volume fluctuated within the range of 200¿320 ml. To assess the condition of the endotracheal tube and lungs and to assist with sputum clearance, bronchoscopy was then performed. Upon insertion of the bronchoscope through the endotracheal tube, narrowing of the lumen was observed at the 20 cm marking of the tube. The original endotracheal tube was immediately removed, and re-intubation was performed with another endotracheal tube.